Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe indicated the system displayed a cine drive error, thereby losing subtraction, road-mapping, or other critical vascular cine functions. No pt or user injury was reported related to this event.